Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red and itchy, skin irritation under the back-therapy electrodes from the lifevest equipment. It was reported that the patient has a latex allergy. There was no alleged device malfunction contributing to the irritation. The patient's physician advised the patient to use vaseline on the skin irritation. Follow up with the patient indicated that the skin irritation improved.